Event description:
Removal of broken duracon tibial tray.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon tibial baseplate. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fractured baseplate involving a duracon cruc non bead b/p l2 was reported. The event was confirmed. Device evaluation and results: material analysis report concluded: ¿the baseplate fractured in fatigue, originating from the edges of the condyle. [¿]no material or manufacturing defects were observed on the device that contributed to the observed fracture.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the baseplate fractured in fatigue. No material or manufacturing defects were observed on the device that contributed to the observed fracture.

Event description:
Removal of broken duracon tibial tray.